Event description:
It was reported a motor stall occurred on (B)(6) 2014 in the event logs with no motor stall recovery recorded. It was noted the patient was at an appointment for a refill on the date of this report when a motor stall was discovered and the pump had a critical alarm. It was also reported the patient had inconsistent reservoir volumes and intermittent stalls and recoveries, but upon reviewing the logs there was only one motor stall and no recovery. The logs were re-read and confirmed a motor stall with no motor stall recovery. It was noted the patient did not have a MRI, but had a tube set message on (B)(6) 2014. It was also reported the patient did not have any withdrawal or flu-like symptoms. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported "exhausted battery".

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).